Event description:
It was reported that a patient's tongue began to swell after a xcp bite-block was placed into the mouth. The patient was administered benadryl and the swelling subsided.

Manufacturer narrative:
While it is unknown if the bite-block used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was returned, evaluated for endotoxin levels, and found to contain >=4.8 and >9.6 EU/device, under the pharmacopeia limit of 20 EU/device for pyrogen free devices. Also, the product family has been tested for irritation, sensitization, and cytotoxicity properties, with all tests passing the acceptance criteria. Additionally, the doctor stated that steam autoclaving is used for sterilization. The number of uses/sterilizations of the device is unknown. Please note that while the exact manufacture date is unknown, the device's white color indicates it was manufactured in or prior to 1998.